Event description:
The patient was noted as receiving efficacious therapy until (B)(6) 2011. At that time, the patient started experiencing withdrawal symptoms of increased spasticity. The patient was admitted to an emergency room. A performed 'workup' including urinalysis, blood work, and an x-ray of the pump were noted as being 'all negative'. 'No response' was noted in regards to an administered 25 mcg bolus of medication through the pump. The infusion rate was increased 20% (up to 210.6 mcg/day) on (B)(6) 2011; and 'no subsequent response' was noted. On (B)(6) 2011, a rotor study showed 60 degrees of rotor rotation, which was indicated as expected normal functionality. When accessing the catheter access port (cap), the radiologist was unable to withdraw any fluid; and upon exerting gentle pressure down on the plunger they were unable to push anything through. A decision to revise the catheter on (B)(6) 2011 was made. Interoperatively, they found that the catheter had coiled approximately 15 times due to the tie down suture loops breaking off from the points where they were sewn in. A new proximal revision kit catheter was 'spliced on'; and a pouch was added. The infusion rate was decreased from 210 mcg/day and restarted at 133 mcg/day. The patient's existing catheter was indicated as having remained 'in spinal segment due to the fact when spinal incision made and catheter was cut at that site there was a retrograde flow of cerebrospinal fluid'. The patient was sent home post operatively, and follow-up was planned. Drug delivered via the device was lioresal 2000mcg/ml. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the patient had a clinic visit on (B)(6) 2011. The reporter indicated that the patient was "receiving efficacious therapy at an infusion rate of 175.5 mcg/day lioresal".

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: (B)(6) 2010, explanted on: unk.